Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that all of the keys on the insulin pump were not sensitive. The customer¿s blood glucose level was unknown at the time of the incident. The customer's blood glucose was normal, did not require medical treatment. No further details given. The insulin pump will not be returned for analysis.